Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet, resulting in the pump shutting down. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.